Event description:
It was reported that a patient presented to clinic for next day check after implant. Device interrogation revealed no capture on right ventricle (rv) lead were noted. X-ray was performed and confirmed rv lead dislodgement. The physician elected to explant and replaced it with new rv lead. There were no patient consequences.